Manufacturer narrative:
H3:  one cadd legacy 1 pump was received in good physical condition. There was no evidence of the reported "stops infusing" problem in the event log. An accuracy test was conducted and reported "fails accuracy" issue was duplicated. The test results were all within the published customer specification (spec) of +/- 6.0%, but outside the internal spec of +/-3.0%. The espulsor was not calibrated correctly. The expulsor will be trimmed to bring it closer to the nominal spec.

Event description:
Information was received that a smiths medical cadd-legacy 1,stops infusing before finished. No adverse patient effects were reported.